Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The patient was unable to provide product information for the cassette. The patient stated that there were air spaces in patient line. The renal therapy service agent had the patient restart with all new supplies. There was no information about the air in the patient line. There was no patient injury or medical intervention associated with this event. No additional information is available.